Event description:
In this event it was reported that a pediatric pt experienced an allergic reaction after use of a mouth prop during a dental procedure.

Manufacturer narrative:
It was determined that the product does contain nickel. Allergic reaction to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.